Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a low transmitter battery was reported. Data was provided for investigation. The reported low transmitter battery was not confirmed but a failed transmitter alert was confirmed. The probable cause could not be determined post investigation.